Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/18/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Per the customer, death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not compress or unexpectedly stops compressions, user shall revert to manual CPR as standard of care. In this case, manual CPR was administered while the fire department was preparing the autopulse platform for use, and was performed after attempts to resolve the patient position misalignment. The realignment message is a safety feature to prevent physical damage that may occur to a patient when the patient is not appropriately aligned on the platform. Because the conversion from device to manual CPR is quick, the short interruption of trouble shooting the device is unlikely to negatively impact the patient outcome. The cause of death was presumed to be ohca (out-of-hospital). Mortality of ohca is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was (B)(4) for patients of any age. (Mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
On (B)(6) 2016 at 4:00pm, the fire department responded to a patient (weighing approximately (B)(6) pound) who was in cardiac arrest. This was not a witnessed cardiac arrest and no bystander CPR was performed. The cause for cardiac arrest was possibly related to a drug overdose. There were no visual signs or symptoms of trauma. Manual CPR was continued while the fire department was preparing the autopulse platform for use. There were no deployment issues reported. The autopulse started compressing and performed 5 compression's and then stopped and displayed an error message to reset the lifeband. This happened 3 times. Patient was readjusted on the autopulse and the lifeband was re-positioned as well. After 3 attempts to resolve the issue patient was removed from autopulse. Manual CPR was then performed on this patient. Patient died, and according to the reporter (fire department) the death of patient was not related to device functionality. The cause for the death is unknown. The customer reported that the autopulse platform was used earlier that same day without any issue. A fully charged batter was used at the time. (Reference: MFR # 3010617000-2016-00338 for lifband (s/n (B)(4))).

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and the top, front and bottom covers were cracked. The battery bay bosses were damaged and there was no lcd backlight. A review of the platform archive log showed user advisory (ua) 17 (max motor on time exceeded) messages on the date of the event of (B)(6) 2016. Based on the platform archive, during the event date of (B)(6) 2016, a fully charged li-ion battery s/n (B)(4) was used. The autopulse was used to perform (B)(4) compressions over a period of about 10 minutes and thirty one seconds on a medium/large difficult to compress patient. The autopulse stopped compressing due to user advisory 17. The remaining capacity of the battery at this time had depleted below the battery capacity. The device continued to be used repeatedly, and stopped ten additional times with user advisory 17 - (max motor on time exceeded). These user advisory 17 may be caused by medium/large difficult to compress patient. The device passed functional tests without any fault or error report. A drive train motor brake gap inspection verified the gap was within the specification. The load cell characterization test confirmed both load cell modules are functioning within the specification. A run-in test was performed using the (B)(4) patient large resuscitation test fixture (lrtf) with the returned lifeband lot# 62389, and known good test batteries until discharged without any fault or error. The autopulse passed all the testing and meets all required specifications. In summary, the customer's reported complaint of autopulse displaying ua 17 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The potential root cause of the reported complaint of stop compression due to user advisory 17 was because the autopulse was unable to compress a medium/large patient in the required time.